Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 60 mg/dl and initially treated with one glucose tablet without effect, after which the patient was advised to take approximately 10¿15 grams of fast-acting carbohydrates and subsequently took additional glucose tablets, resulting in stabilization to 160 mg/dl. The event was associated with a user-related procedure issue, and no specific device component was implicated. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for unexpected medication intervention to address the low glucose. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.